Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly is giving an empty cartridge alarm when there is still insulin in the cartridge. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box did not record any load step malfunctions but a few loss of primes with non-zero force were recorded. The force sensor calibration was out of specifications. The resistance reading on the force sensor was within specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.